Event description:
The customer reported that the system had an iris potentiometer error during a case. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.